Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025, information was received from a healthcare professional (hcp), regarding a with an implantable pump for spinal pain. A physician contacted the manufacturer to inquire about refill interval information for a patient implanted with an infusion pump. The manufacturer¿s technical services (ts) representative informed the reporter that the manufacturer does not maintain individual patient medical records and recommended consulting the patient¿s managing healthcare provider for such information. According to the reporting physician, the patient was admitted to the hospital the previous day in an alert and oriented state but subsequently experienced seizures and required intubation. The reporter indicated that pump interrogation revealed a "pump off" message. Ts reviewed device longevity expectations, explaining that the implanted pump has a typical service life of approximately 7 years and is no longer functional, requiring replacement. The implanted pump was being used to deliver morphine. The reporter also noted that they had communicated with a local medtronic representative the previous evening regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.